Event description:
It was reported that the patient presented to the hospital with symptoms of dizziness. It was observed that the left ventricular lead was intermittently capturing. Programming changes were made to deactivate the lv lead. There were no adverse health consequences, the patient was stable.